Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, d9, h2, h3, h7, h9. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. An additional reportable malfunction was identified during the evaluation: the insulation pad on the grasping part was severely worn. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the thunderbeat surgical instrument's forceps broke at the coagulation probe after just 5 minutes of use during an unspecified procedure. There was no indication the event resulted in a delay to the procedure, patient injury, or medical intervention. Additional information was requested but the reported indicated it was unknown.